Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with a recurrent foreign body sensation (fbs) especially in the morning and sometimes associated with pain in the left eye approximately one month post lasik. The exam showed epithelial membrane basement dystrophy (ebmd) like appearance at margins. The patient was prescribed sodium chloride hypertonicity ophthalmic ointment to use at night for six weeks and return if no improvement or if symptoms worsen. The patient was released from care as long as the symptoms do not recur. Upon follow up, there were no signs or symptoms of ebmd. The patient possibly has occult embd and/or developed issues post-operatively. The optometrist reported that this can sometimes happen due to normal flap manipulation/healing process. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).